Event description:
The customer reported a defective monitor and batteries. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor and battery pack. System operates as intended. (B)(4).